Event description:
Reporter alleged blood glucose measured 258 mg/dl back to back with a result of 135 mg/dl when testing was performed 10 minutes apart. No action was taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.reporter alleged blood glucose measured 285mg/dl back to back with a result of 135mg/dl when testing was performed 10 mins apart. No actions were taken or treatment was rec?d as a result. A request was made for the return pf the suspect device and replacement product was sent.